Event description:
The reporter states doing meter to lab comparison tests. No info was given on testing procedures. Rptr reported a meter reading of 178mg/dl, compared to a lab test of 100 mg/dl. No symptoms were reported. Control test could not be done due to lack of supplies. No harm was alleged. F/u attempts to contact the rptr for further info have not been successful.